Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft and a contralateral limb were implanted in the patient for a 63mm abdominal aortic aneurysm on (B)(6) 2014. It was reported that the devices were deployed without issue. Due to a right iliac dissection, the physician ballooned the contralateral limb less than usual. A retrograde angiography was done with the sheath from the right femoral artery,and a distal type I endoleak was observed in the endurant limb. The physician carefully ballooned the limb again, and subsequent angiography showed the endoleak to be reduced but not fully resolved. The physician believed the remaining endoleak would eventually resolve without further intervention. It was then reported that o4 and a half years later, intervention was performed with embolization of both iia's and an excluder limb landed on both eia's to treat the aneurysm expansion. It was noted that the cause of the endoleak was due to patient vessel morphology with a type ii endoleak suspected because of patency of the median sacral artery. Although not fully confirmed the aneurysm expansion was considered to be due to type ib endoleaks bilaterally in the bifurcate and limb and this was resolved with the implantation of the devices in the eia. No additional clinical sequelae were reported and the patient is fine.